Manufacturer narrative:
Received one used mc33038 smallbore pressure infusion ext set lot #14149835 and one new mc33038 smallbore pressure infusion ext set lot #14018489 for inspection. A crack was found on the used set on the female luer on the opposite side of the gate. No crack was found on the new set. Examination of the new set female luer showed a knit line. Each set was leak tested per product specification. There was leakage on the used set. There was no leakage on the new set. The reported complaint of leakage can be confirmed due to the crack on the female luer. The probable cause of the crack is due to a material issue on a vendor-supplied part. The lot history of the returned samples was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b1 and d10 and e3. Additional information can be found in d1, d2, d4, g4 and h4. D9 - date returned to mfg: 2/5/2025.

Event description:
The event involved an unspecified device where the reporter stated that she was presented with an extension tubing that leaked at the connection where IV would connect into the tubing. The nurse stated that she went to flush the tubing, and it leaked out the side of the tubing. Since it is the extension tubing and not the introcan catheter, she has the sample of the tubing with but no lot number. There are no sharps, only tubing, but it is contaminated with blood. Additionally, the nurse was placing the IV and when she went to flush, the normal saline solution (nss) leaked out the side of the j-loop and not where the extension set connects to the catheter. A new IV was placed with no issues. No drugs were infusing at the time. No lot number was provided as the extension set cover was discarded into the garbage. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.